Event description:
Ous MDR - the physician reported oversensing in v channel. Biotronik has no further information regarding this incident. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.